Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; "accumulation of fluid around the left implant".

Event description:
Healthcare professional reported "accumulation of fluid around the left implant" via MRI and "pain and limitation of movement of the arm due to capsular contracture" baker grade 3. Device remains implanted.